Event description:
The manufacturer received information stating that a dreamstation device is returning as a patient has passed away. There is no allegation that the device contributed to the death. The clinical assessment states that the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information stating that a dreamstation device is returning as a patient has passed away. There is no allegation that the device contributed to the death. The clinical assessment states that the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The original report was submitted as a final report but it has since been changed to reflect an initial only report. The device serviced by 3rd party, device evaluated by manufacturer, reason device not evaluated, evaluation method code, evaluation results code, component code, and conclusion code fields have all been updated to reflect this change. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information stating that a dreamstation device is returning as a patient has passed away. There is no allegation that the device contributed to the death. The clinical assessment previously stated that the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. During evaluation of the device at a third party service center, no errors were found in the device's error log. No faults were found. The filters, tubing, and manual were replaced. The device passed all testing. The device was sent to be put back into loan stock. No further investigation is required.